Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy of right internal carotid artery via femoral approach to treat acute ischemic stroke. The devices were used according to the instructions for use (IFU). The emboguard 87, 95 cm balloon guide catheter (product code: bg8795u, lot number: 9948491) was advanced over a 0.035-inch guidewire and a diagnostic catheter and the emboguard was placed in the right common carotid artery. After performing angiography, attempted to advance the aspiration catheter, but it could not advance within the emboguard. Under fluoroscopy, the emboguard was found to be kinked at the origin of the common carotid artery. Therefore, the emboguard was removed and replaced with a competitor¿s balloon catheter. The procedure was completed. There was no negative impact to the patient. A continuous flush was not done. The lesion was right common carotid artery. Other concomitant device was trak microcatheter, radifocus 0.035 inch. Additional event information received on 01-apr-2026 indicated that there were no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, h6 and h11. Section b5: additional event information received on 14-apr-2026 indicated that the aspiration catheter used was a 125cm cereglide 71 catheter (product code: nic71125c, lot number: 31727298). There was no damage to the concomitant device. Type 3 aorta. The origin of the common carotid artery (cca) was markedly tortuous. Section h6: medical device problem code was updated. Failure to advance (B)(6) no longer applies as an event and physical resistance / sticling was added (B)(6) . A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report